Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was worn and required multiple presses for two weeks. The reporter stated that up and down buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. The up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button responded appropriately. The keypad cover was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, evaluation revealed that the display screen text was discolored.